Event description:
It was reported that during testing conducted at the user facility a metal component was loose on the device, which could compromise the accuracy. No patient involvement, delays, medical interventions, or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the metal probe is loose was confirmed through the device inspection. It was observed that a screw was loose, causing the tip to become loose. Product damage may be caused by highly aggressive cleaning agents, salt solutions, or other cleaning agents which are not suitable for the product material.

Event description:
It was reported that during testing conducted at the user facility a metal component was loose on the device, which could compromise the accuracy. No patient involvement, delays, medical interventions, or adverse consequences were reported with this event.